Event description:
While servicing the device, the international customer reported the ventilator would not power on. The manufacturers service technician replaced the power management pcb board to address the finding. Review of the device diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Final testing was completed and tests passed to operating specifications.